Event description:
Boston scientific received information that this device indicated there was less than six months of longevity remaining. Six months later, there was more than two years of longevity remaining. As a result, the physician suspected premature battery depletion. Boston scientific technical services (ts) indicated that as the magnet rate was 100bpm the device should have at least one year of remaining longevity. Ts also explained reasons for conflicting longevity information. As the device check confirmed that the device was functioning appropriately and all measurements were appropriate, this device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.